Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of provided pictures and video identified an inner cement pouch with the sealing opened. Some polymer powder can leak out from the funnel. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G2 ¿ foreign ¿ china. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k172408 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure, a hole was observed in the inner sterile package. Sterile conditions appeared compromised. The inner sterile package was not opened. It was destroyed. There was no impact on the procedure due to this issue. Attempts have been made and all additional information received has been included in this report.